Manufacturer narrative:
(B)(4). Date sent: 8/10/2023. D4: batch #403c04. Investigation summary. The product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the tlc75 device was received with no apparent damage, with no reload present. The device was tested for functionality with a test reload and it fired, cut, and formed all the staples as intended. The staple line and cut line were complete, and the staples meet the staple form release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat between the forks. Any ¿bunching¿ of tissue along the reload or scale may result in an incomplete staple line. Tissue to be transected must be located between the arrows marked on the instrument jaw. Any tissue located outside of the arrows is out of the stapling range. The event described could not be confirmed as the device performed without any difficulties. A manufacturing record evaluation was performed for the finished device batch number 403c04, and no non-conformances related to the reported complaint condition were identified. Additional information received: they said a few millimeters back from the tip. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a serious injury and is being considered a malfunction. H1.

Event description:
It was reported that during an unknown procedure the device malfunctioned. No other information is available at this time.

Manufacturer narrative:
(B)(4). Date sent: 7/25/2023. D4; batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was received: stapler was fired and it appeared it was missing a couple staples in the row. New cartridges were loaded an additional 2 times with the same outcome each time. A new stapler was opened to continue with the procedure with no further issues. Procedure laparoscopic diagnostic converted to open to do a bowel resection which was not related to the device. The stapler was used after the convert to open. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: where along the staple line were the missing staples? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.